Manufacturer narrative:
Section references the main component of the device system; other relevant components include: product ID 8709sc lot# serial #(B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine, baclofen, and morphine via an implantable pump for lumbar radiculopathy, postlaminectomy pain, and spinal pain. The concentrations and doses of the medications in the pump were unknown, but was reported that the morphine was at ¿275¿ and the reporter did not know any more specific. It was reported that about six weeks ago the patient¿s pump was replaced and then the brand new pump was ¿not working.¿ the patient went to the healthcare professional (hcp) and they did a dye test on it and there wasn¿t any medication going into the catheter; the catheter ¿had fallen out of [the patient¿s] spine and was just laying there.¿ the patient was sent for surgery to replace the catheter on (B)(6) 2016. It was noted that the patient thought she ¿damaged the catheter by working out.¿ no symptoms were reported.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-04. It was reported that during the dye study performed the dye was not injected as the catheter could not be aspirated. The patient had a catheter replacement on (B)(6) 2016. The patient had an uneventful recovery and she was doing well with good pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.